Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Explant date: lens remains implanted, therefore not explanted. Reporter last name and email address: unknown/ not provided. Reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens in the patient's left eye rotated post-implantation. A model zct450 was implanted on (B)(6) 2020, and rotated by 40 degrees from its axis. Through follow-up it was learned that the lens was not rotated in a secondary procedure. Pre-op vision: on (B)(6) 2020: vis os 0,05 sphere (sph) -15,0 cylinder (cyl) -3,0 axis (ax) 180= 0,35. Post-op: on (B)(6) 2021: vis os 0,7 sph -2,50 cyl -1,0 ax 125= 1,0. Patient is doing fine after last post-op exam. No additional information was provided.